Event description:
It was reported that the patient passed away. Per physician, the death is thought to be a sudep. The generator was explanted, but will not be returned to the manufacturer. Attempts for further information have been unsuccessful to date.